Event description:
The reporter states, that she felt hypoglycemic and obtained a blood glucose result of 459mg/dl on the accu-chek advantage meter. She was taken to the hospital and they obtained a 39mg/dl blood glucose result. They treated her for hypoglycemia. Timeframe between 459mg/dl and 39mg/dl is 2 hours. New system sent and return requested.